Manufacturer narrative:
Follow-up #2 date of submission 01/08/2016-device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten; however, in the available data, cs 054 call service alarms and cs 128 replace battery alarms were observed. A battery cap was not returned with the pump; all testing was performed with a test cap, which secured properly to the pump. The pump powered on properly and was exercised for 24 hours with no power interruptions or observed errors, alarms, or warnings. The pump case was removed, and no evidence of internal moisture or loose components was found. Evidence of the complaint was found in the black box; however, the complaint was not duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015. Correction to brand name, serial #, model #, & PMA/510(k) #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.